Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on several occasions, the customer experienced low blood glucose (bg) levels ranging from 32-50 (mg/dl) during the night. To treat the low bg level, the customer consumed a glucose drink, peanut butters, and crackers. Reportedly, the customer was unsure of the suspected cause of the low bg level, but the health care provider (hcp) stated that there may be an underlying pump issue. Additionally, it was reported that the hcp thought that the pneumatic tap area may be broken which was inhibiting the cartridges from sliding onto the pump properly. Tandem technical support verified with the customer that no alarms or malfunctions had occurred. Ump data upload was not available for investigation by tandem technical support; therefore, the reported issue was unable to be confirmed.